Event description:
The doctor indicates the abutment screw has fractured. The doctor was able to remove the screw without damaging the implant.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Visual inspection has confirmed that the screw fractured. DHR review and the complaint history review did not provide any indication of a manufacturing deviation that would contribute to this event. No root cause has been determined.